Event description:
A hospital in (B)(6) reported that the y-piece was "coming off" on two rt235 infant breathing circuits. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the two returned complaint devices were visually inspected and pressure tested to check for leaks. Results: the pressure test revealed that both circuits were within specification. During inspection of the product, it was observed in both circuits that the swivel wye was loose (not separated) from the swivel elbow. Additionally, one of the swivel wyes was cracked slightly, although the swivel was still able to maintain a good seal with the circuit. A lot check revealed no other complaints for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that the two swivels were not connected tightly enough during assembly on our production line, but were still able to pass the pressure test. Equally the swivels may have loosened during transport or handling at the customer facility. We are unable to determine how one of the swivels became cracked, but this most likely occurred during transport or storage. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production.

Manufacturer narrative:
(B)(4). The complaint devices are en route to the manufacturer. We will provide a follow up report upon receipt of the devices and completion of our investigation.

Event description:
A hospital in (B)(4) reported that the y-piece was "coming off" on two rt235 infant breathing circuits. This was found before use on a patient.